Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, refrigerator was failed, not detected on bus and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, section h device manufacture date, section b describe event or problem, section d medical device brand name, medical device catalog, medical device model, unique identifier (UDI), medical device serial and concomitant med prod data a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no errors showing on the device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge was failed, not detected on bus and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.